Manufacturer narrative:
Batch review performed on 17 december 2021. Lot 171808: (B)(4) items manufactured and released on 10-jul-2017. Expiration date: 2022-jun-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional implant involved: gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot. 171944. Batch review performed on 17 december 2021. Lot 171944: (B)(4) items manufactured and released on 12-jul-2017. Expiration date: 2022-jun-26. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event. Preliminary investigation performed by r&d project manager. Revision surgery of a gmk sphere implant after 1 year from primary implantation for loosening of the tibia component. From pictures of the explanted component, no residual cement can be identified on the distal surface of the tibia tray. Surface finishing of the tibia baseplate seems to be in compliance with the specifications required. Lack of adhesion between the cement and the implant is not an evidence of a faulty device. Poor cement inter-digitation on the implant surface are of various origin; they could be related to the cement and cementation procedure or mobilization of the implant during curing. From preliminary investigation, there is no evidence that the event is related to a faulty device.

Event description:
Revision surgery performed about 1 year and 1 month due to tibial and femoral component loosening. The surgeon commented that no cement was attached to femoral and tibial implants implanted in primary surgery and that implant fixation is poor. All components revised.